Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately post implant of this 21mm aortic bioprosthetic valve, it was reported that an echocardiogram (echo) discovered aortic regurgitation. It was further noted that ligation was performed with the valve holder still attached, as the valve leaflets were not damaged. A mitral valve repair occurred concomitantly. The valve remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the aortic regurgitation had resolved 2-3 weeks post implant procedure. The device remains implanted. No intervention or additional adverse patient effects were reported.